Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead,50cm.

Event description:
A report was received that the patient had pain at the ipg site and lead site. The patient underwent a revision procedure wherein nothing was implanted nor explanted. The patient was reportedly doing well.